Manufacturer narrative:
Pt gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Delavallee, m., delaunois, j., ruwet, j., jeanjean, a., raftopoulos, c. Stn dbs for parkinson's disease: results from a series of ten consecutive patients implanted under general anaesthesia with intraoperative use of 3d fluoroscopy to control lead placement. Acta neurochirurgica. 2016. Doi 10.1007/s00701-016-2889-y. Summary: deep brain stimulation (dbs) of the subthalamic nucleus (stn) is a recognised treatment for advanced parkinson's disease (pd). We present our results of 10 consecutive patients implanted under general anaesthesia (ga) using intraoperative robotic three-dimensional (3d) fluoroscopy. Reported events: patient 9: a 67-year-old patient with deep brain stimulation (dbs) of the subthalamic nucleus (stn) for parkinson's disease (pd) experienced an infection of the implantable neurostimulator (ins) that necessitated device removal and antibiotic treatment before reimplantation. It was noted that patients were implanted with bilateral model 3389 electrodes. It was not possible to ascertain any additional specific device information (such as serial/lot numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.